Event description:
The device was used during a lap nissen procedure. Reportedly, a component disengaged from the instrument into the patient's cavity. The surgeon was able to retrieve the component without patient injury.